Event description:
It is reported that the pt is experiencing pain and discomfort.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: no x-rays or product were returned for inspection. There is not enough info to determine the cause of the pain. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.